Event description:
It was reported that the patient presented to the hospital with discomfort caused by twitching. Upon interrogation the pulse generator exhibited phantom programming because it was operating in the vvi when it was previously programmed to ddd. The device was reprogrammed to ddd and normal function resumed.